Event description:
Purchased equaline bd 2000a in march 05. Had been monitoring b/p with sphygmomanometer prior. B/p elevated with my prior readings and mds office. Started on norvasc 2.5. Increased to 5mg. Equaline appeared to work appropriately at first. In mid march few low b/ps . 90's/70's. Mid april consistent lows. Decreased b/p med then late april stopped norvasc based on readings of 90's/70's. Early may in md office b/p 130/80. Started comparing equaline with sphygmomanometer. Readings consistently around 30 points off. Resumed b/p meds as pressure 150/100, not 108/78 as per equline.